Event description:
It was reported that the subject device displayed an e216 scope communication error code. The issue was identified during service/maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: outer tube had dent, scope communication error e226, component failure of electronical component, and component failure of outer tube. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.